Manufacturer narrative:
(B)(6) will provide f/u report as noted below: f/u will be provided when "device eval summary is completed". (B)(4).

Event description:
On (B)(6) 2011, complaint coord received a faxed report that stated "leak was discovered right away in PICC line, no consequences to the pt". (B)(4).